Event description:
It was reported that during a lap chole procedure, the clips did not take on first two firings. On the third firing instead of clipping the vessel it cut the vessel causing the pt to hemorrhage. The procedure was converted to open and sutures were used to control the bleeding. The pt required two units of blood. The pt is still in the hospital in stable condition, but the hospital stay will be extended due to this incident.

Manufacturer narrative:
Damaged jaws. The analysis results found that the er420 instrument was returned with the jaws over twisted and excessive body fluids. After removing the body fluids, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.